Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple inappropriate shocks. Stored emg revealed noise in vf zone. Noise was not reproducible. The lead was explanted and replaced.

Manufacturer narrative:
The is-1 pace/sense outer coil was fractured at the distal end of the connector ring assembly. Electrical analysis identified an open circuit. This fracture is consistent with the observation from the field of inappropriate shocks and noise.